Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal stent rows were damaged and pushed in a proximal direction with stent struts overlapping and bunched. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The proximal balloon folds appeared relaxed however this is most likely due to the kink evident in the inner shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and midshaft found a kink in the inner extrusion on the proximal side of the proximal markerband. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified diagonal branch coronary artery. A 2.25 x 28mm synergy¿ drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, some resistance was felt and displacement between the stent and the marker was noted. Subsequently, the device was removed from the patient and it was found out that some stent struts were crushed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.